Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of 'unacceptable electroactivity/ parameters' was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged. Visual examination of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt numbness and nerve stimulation and suspected dislocation, but the patient was unable to confirm due to atrial fibrillation. In line of wire reduction surgery, x-ray proved dislocation of the atrial lead. During the reset operation, the surgeon tried several times and the atrial lead could not be fixed to the correct position. Therefore, after communicating with the patient, the wire was removed and not replaced, and only the patient's pacemaker was changed to vvi mode. The patient was stable.